Event description:
It was reported that pt underwent revision total hip arthroplasty in 2007. During procedure, physician was unable to assemble two custom acetabular liners into the existing acetabular shell. An alternate liner component was obtained and secured to complete the procedure. As a result, an approximate 30 minute delay in the procedure was experienced.

Manufacturer narrative:
No further complications have been reported. A fax was sent to inform the user facility of the event. In the event that the user facility submits a medwatch report, biomet will forward a copy to FDA. Evaluation of returned device determined that the implant design was not compatible with the existing acetabular shell component.